Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an early replacement of the cardiac resynchronization therapy defibrillator (crt-d) was performed due to suspected unexpected battery longevity. No patient complications have been reported as a result of this event.